Event description:
Customer reported device = 375 mg/dl. Customer went to hospital and their device = 149 mg/dl. On a second occasion, device = 500 mg/dl. Customer went to the hospital and their device = 210 mg/dl. Customer was treated with insulin. No controls used. A request was made for return product and replacement product was sent.